Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter access set had air in line (with alarm). In the intensive care unit while infusing fentanyl, the novum iq lvp pump alarmed air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.